Event description:
It was reported that the device lost power when the battery was removed even though it was plugged into an aux power adapter. Pt was being paced at the time. It is not known whether the outcome with the pt was related to the loss of power. It was also reported that the device lost ECG tracing, spo2, and would not take nibp.

Manufacturer narrative:
Device has been returned, but additional time is required to complete the investigation. A supplemental will be submitted upon completion of the investigation.